Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch verio iq meter displayed an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2015 at around 5:00am. The reporter stated that the subject meter displayed an error message; however the patient didn't tell her what the error message was. The patient manages his diabetes with diabetes medications. The reporter confirmed that the patient did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient developed the symptom of "headache" on june 17, 2015 (time not specified) before the alleged product issue began; however the reporter denied that the patient received any treatment. At the time of troubleshooting, the csr noted that the reporter was unable to perform a walk-through test with the subject meter. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptom of "headache" prior to the alleged product issue. This symptom does not meet lifescan's criteria for a serious injury. The alleged product issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 - the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: error 2, 4 and 9 messages observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.